Event description:
A customer presented to the hospital for dizziness due to potential heart issues and 3m¿ red dot¿ ECG monitoring electrodes, 2670-3 were allegedly applied for heart monitoring. Two days post electrode application, the patient allegedly experienced redness, pain, blistering, severe burns with scarring. The customer presented to urgent care the same day, was diagnosed with a 2cm x 2cm left upper chest erythematous chemical burn with blistering, and was discharged the same day with a treatment plan noted as application of silver sulfadiazine 1% external cream, twice a day for 10 days, 8 grams.

Manufacturer narrative:
A product sample was not returned to 3m for analysis. Without a sample available, it is not possible to evaluate the sample for any defects or perform any tests to determine if the device met specification. 3m¿ cannot determine the exact root cause of the alleged injury or whether an electrode was the root cause.